Event description:
A discrepant result when compared to a lab. The reported device result was 4.3 and 4.5 inr. The corresponding lab result reported was 3.23 and 3.18 inr. The pt's medication was temporarily decreased. The reporter declined product replacement.

Manufacturer narrative:
Refer to medwatch 1823260-2006-02858. Reporter gave two devices for the same pt.